Event description:
The customer reported that she was taken to the hospital by paramedics for diabetes ketoacidosis. The customer stated her glucose level was high and started vomiting. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.